Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots on (B)(6) 2021, the patient underwent a right knee revision to address tibial insert polyethylene wear, pain, instability, and synovitis. The tibial insert was the only product revised. This was captured in (B)(4). The surgeon noted during preparation of the knee for the new component there was a partial avulsion of the patella tendon from the knee tibial tubercle. This area was over sewn with two sutures. Doi: (B)(6) 2001; doe: (B)(6) 2021; (right knee).